Event description:
Device tip broke off in bone. Surgeon did not try to get tip because it was lodged in bone. Another device was used to complete the surgery. The broken device was not returned for evaluation.